Event description:
"The implanted catheter disconnected. The implantation of the port system was without any difficulties. Then there had to be made a correction of the position of the port system and during control the disconnection catheter was found which then had to be retrieved."